Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was reported to be "doing well" and "peritonitis has been finished". Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: it was reported during follow up that three days before the peritonitis diagnosis, the patient presented with cloudy effluent and was hospitalized on the same day. Three days after hospitalization, the peritonitis diagnosis was made and it was reported that the patient was discharged from the hospital that day. On an unreported date, extraneal therapy was stopped. Should additional relevant information become available, a supplemental report will be submitted.